Event description:
It was reported that, while tending to a pt, the device continuously sounded a "leads off" / "connect electrodes" message and would not analyze the pt's rhythm. The responders were able to obtain another AED within one minute and got an analysis of "no sock advised". The pt was not resuscitated. The officer was unsure if they used the same quick-combo pads from the first device or if it was a new set and said that any pads used were disposed of after the event. The officer also indicated that the chest of the pt was hairy, however did not know the extent to which the pt was prepped.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The defib electrodes from the reported event were disposed of but the backup electrodes were not expired. Root cause for the problem could not be determined, but is most likely due to insufficient pt-electrode contact possibly from chest hair that was not prepped.